Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, a cubie failed to open. It was also reported that the wrong cubie was being prompted, and the customer required a key to issue medication from the refrigerator. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist (tss) had the customer perform a cycle count to locate the correct cubie with the key, and once completed, was able to issue the medication successfully. The system functioned as intended after the customer resolved the issue.